Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed the pressure test during the short self test (sst). The device was available for evaluation. The service personnel (sp) inspected the ventilator, unit failed short self test (sst) flow sensor cross check test, exhalation valve (ev) performance test, and ev calibration test. Therefore, sp replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One eva was returned to medtronic for analysis. A visual inspection of the returned eva showed no anomalies. The returned eva was attached to failure investigation test ventilator for analysis. The unit powered up and displayed "reinstall evq¿ message. Further analysis determined fault was isolated to ferrite bead (fb7) on the linear variable differential transformer (lvdt) housing section of the eva, the ferrite bead (fb7) was thermally damaged and tracks, pads around ferrite bead (fb7) were also damaged confirming the eva to be faulty. If a failure of the fb7 on the lvdt section of the eva occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported issue was isolated to faulty ferrite bead (fb7) on the lvdt housing section of the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the pressure test during the short self test (sst). There was no patient involved.